Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for device change out due to eri, when lead noise resulting in inappropriate anti tachycardia pacing therapy was observed. Additionally, high capture threshold was also noted. Fluoroscopy showed externalized conductors. Plans were made to explant the lead. The patient was in stable condition.